Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as there was no alleged failure of the medical device itself, and the location of the device is not known at this time. The complaint sample could not be evaluated, however, the reported event was confirmed through medical records. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Inadequate information provided.

Event description:
It is reported that during knee arthroplasty while the surgeon was trialing a 15mm stem provisional, a small nondisplaced crack in the medial cortex of the tibia was discovered after impaction. The surgeon noted that the contralateral cortex was completely intact and elected to leave it undisplaced. The surgeon completed the trialing with a 12mm stem provisional, which bypassed the unicortical crack. No additional complications were reported during the procedure.